Event description:
Event report as band slippage. Band deflated, but did not improve, band surgically replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and serial number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this product. The reporter was asked to indicate the implant date. That info has not been received by allergan. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."